Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1436558:. - (B)(6) : no complaint against the device. Device not returned to device analysis. - (B)(6) : (B)(6) - deflation problem. Device not returned to device analysis. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 (v6.0) the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 - fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "feels like it's on its way to being ruptured¿. Later healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "feels like it's on its way to being ruptured¿. Later healthcare professional reported "deflation". This record is for the left side. Device was explanted.